Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event, a type 3b endoleak of the suprarenal aortic extension, and a slight decrease in overlap between the main body and the proximal extension. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include patient anatomy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. On (B)(6) 2016 a follow up computed tomography (CT) scan showed a potential type 3a endoleak. On (B)(6) 2016 the physician elected to implant an infrarenal aortic extension to resolve the leak. The patient is stable.